Event description:
Reporter alleged the blood glucose monitoring device and its base smoked. Reporter verified there was no injury to staff. Reporter stated someone claimed the battery cover was broken and upon investigation of the device; it was determined the white plastic part of the meter by the pins is melted. Reporter indicated the 3rd and 4th pins from the right are gone in the meter and base and both devices were removed from the unit from service. Reporter stated no pt or staff was involved. A request was made for the return of the suspect device and replacement product was sent.